Event description:
The customer reported that a pt became disconnected from IV tubing during a blood infusion and blood was leaking into the bed. Seventy ml of 300 ml ordered prbcs infused. There was no report of pt harm or med intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.